Manufacturer narrative:
The customer has received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report their device did not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report their device did not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker for evaluation. The reported issue of device will not power on could not be duplicated or verified. The cause of this issue could not be determined. While evaluating the device stryker observed the device did not deliver defibrillation as expected. The investigation found the white energy capacitor was disconnected from the j18 spade connector. This was the cause of the reported issue as re-securing the connection resolved the issue with defibrillation delivery. This device was archived by stryker.